Manufacturer narrative:
Com-(B)(4).

Event description:
Dexcom was made aware on (B)(4)/2018 that on (B)(4)/2018 the patient experienced receiving an early sensor expiration notice. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. The device was paired with a nordic bluetooth device and passed. Transmitter functional tester: passed all relevant testing. The share log was reviewed and was able to confirm the early sensor expiration. The probable cause could not be determined via product. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient experienced receiving an early sensor expiration notice. No additional event or patient information is available. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.